Manufacturer narrative:
Patient information was unavailable from the site. A site representative declined to provide patient information. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, the reported issue could not be replicated, and there were no issues with the transfer of data observed. No parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not automatically transfer images to the navigation system. It was reported that on the first attempt to acquire a 3d image, the spin terminated early. The image was still reconstructed on the mobile view station (mvs), but was not transferred to the navigation system. A second 3d spin was taken, which completed successfully, but still did not transfer. The surgeon opted to complete the procedure without the use of the imaging system or medtronic navigation. The procedure was completed successfully with the use of a c-arm after no delay. The patient was not impacted.

Manufacturer narrative:
(B)(6).